Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during laparoscopic appendectomy the stapler fired with a blue cartridge across the base of the appendix. The stapler was reloaded with a gray cartridge and fired across the meso appendix. The stapler fired several rows of staples, but jammed and could not squeeze the handle any tighter. The resolution: used a clip applied across the meso appendix.